Manufacturer narrative:
We conducted a review of the manufacturing and inspection records for this lot and found no deviations or non-conformances. Two samples that had been previously opened were returned to us for evaluation. Upon visual inspection, we observed that the tri-tips were bent, preventing them from functioning as intended. Based on our review, we can confirm the reported issue. Our manufacturing process includes rigorous computer and photographic inspections to ensure the pincer and tri-tips meet quality standards. During operation, the pincer extends from its window and interacts with surrounding tissues and structures. In some cases, the needle set may encounter tissue that is firmer than expected, which could affect the pincer¿s positioning. Additionally, tri-tip damage may result from contact with a hard surface or object, such as bone, or from interaction with tissue that causes unexpected resistance. Based on our assessment, the most likely cause of the needle damage does not appear to be related to a manufacturing issue. As a result, no corrective action is necessary at this time. Additional information provided in d.9., h.3., h.6. And h.11.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
On (B)(6) 2025, the renal department of the hospital used a disposable biopsy needle to perform a liver puncture on a patient. The needle tip broke, and they took another one, but the needle tip still broke. The patient experienced the pain twice, and it also caused serious surgical difficulties for the operation supervisor. Please handle it as soon as possible.